Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with post-paced t wave oversensing on the implantable cardioverter defibrillator. The patient was in unknown condition. Additional information was requested but not yet received.

Event description:
New information received notes that no intervention was performed. The patient was asymptomatic and stable.